Event description:
A malfunction was reported on a pump. There was no reported adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the malfunction code, which did not recur after resetting. The customer was advised to continue using the pump and to contact technical support if the issue reappeared, which the customer acknowledged.